Event description:
Caller tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Caller's coumadin dose was adjusted based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).